Event description:
It was reported that the customer called back in response to a call from medtronic in regards to the insulin pump functionality - a safety notification regarding the scroll wrap feature. The caller stated that they did not have a complaint regarding the design which allowed the delivery amount to scroll past 0.0 to the maximum setting. However, the customer requested to have their insulin exchanged for an insulin pump with the updated scroll wrap software. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).